Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported tthe patient received a shaldon catheter for a planned apheresis (stem cell collection). A bleeding occurred on the blue limb of the apheresis machine. This limb was clamped and the apheresis was completed using the remaining limb. The shaldon was removed, and a significant leak was observed during rinsing! No other information was provided.

Event description:
It was reported tthe patient received a shaldon catheter for a planned apheresis (stem cell collection). A bleeding occurred on the blue limb of the apheresis machine. This limb was clamped and the apheresis was completed using the remaining limb. The shaldon was removed, and a significant leak was observed during rinsing! No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 15 cm niagara dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed on the extension tube of the blue lumen. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.